Event description:
It was reported that during a supply change the user removed the cartridge and initiated a rewind, after which the ilet screen turned off and the device did not complete the rewind, preventing progression to tubing fill; the user also reported a restart alert and an unable to process alert, and the issue was characterized as a screen unresponsive event involving the touchscreen component. Symptoms included hyperglycemia to 201 mg/dl and vomiting, with the user-reported vomiting attributed to gastroparesis by the user. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a software problem associated with a screen responsiveness issue involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.